Event description:
It was reported that cartridge alarm 20 occurred and did not happen during cartridge loading or as a repeated issue with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to reload cartridge and successfully resumed insulin therapy, and no additional issues were reported.